Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
The edwards transfemoral balloon catheter was returned to edwards lifesciences for evaluation after being used in procedure. Per visual inspection, kinks were observed on bav distal to strain relief. There was a longitudinal tear with no pieces missing. Due to the condition of the returned device (balloon burst/kinked shaft) there are no relevant functional tests to be performed. The complaint was confirmed visually. Balloon single wall thickness was measured along the burst. A thickness deviating from the specification could be indicative of an issue during manufacturing of the component, and a thin wall could contribute to the observed burst. All measurements met specification. Complaint data for the previous 12 months (december 2017 through november 2018) was reviewed for the edwards transfemoral balloon catheter (all models and sizes). Regarding balloon ¿ burst, three complaints were confirmed. Four complaints were confirmed, however, no potential manufacturing nonconformances were identified. Available information suggest that patient/procedural factors may have contributed to these events. No labeling or IFU inadequacies were identified. A review of complaint history revealed that the occurrence rate did not exceed the november 2018 control limits for the trend category, ¿balloon burst¿. Regarding balloon catheter ¿kinked/bent, three complaints were confirmed, but no manufacturing non-conformities were identified in the returned device. Available information suggested that procedural factors may have contributed to the reported event. A review of complaint history revealed that the occurrence rate did not exceed the november 2018 control limits for the trend category, ¿kinked, bent¿. The work orders for the manufacturing of the device/components most relevant to the failure mode reported in this complaint were reviewed. The review did not reveal any manufacturing related issues that would have contributed to this complaint. A review of lot history for the related work order revealed no other complaints related to ¿balloon burst¿ and/or ¿balloon catheter ¿ kinked, bent¿. Instructions for use (IFU), procedural training manual commander and device preparation training manual were reviewed for information and guidance pertaining to the complaint events. It should be noted that the edwards transfemoral balloon catheter is currently indicated for dilation of stenotic native aortic valve leaflets. No IFU/training deficiencies were identified. During manufacturing, the device is both visually inspected and tested several times throughout the process. These inspections during the manufacturing process and product verification testing support that it is unlikely that a manufacturing non-conformance contributed to the reported complaint event. The complaints for ¿balloon ¿ burst¿ and ¿balloon catheter ¿ kinked, bent¿ were confirmed through visual inspection. However, no manufacturing non-conformances were identified. A review of DHR, lot history, manufacturing mitigations and complaint history did not provide any indication that a manufacturing non-conformance contributed to the complaints. As stated in the cer, this was a valve in valve procedure implanting a sapien 3 valve inside a previously implanted sapien xt. The edwards transfemoral balloon catheter is only indicated for stenotic aortic valves. It is possible that the bav balloon was ruptured from coming into contact with the previously implanted valve. In addition, review of available information suggests that the balloon burst was likely caused by patient factors (calcification). Based on this account and a review of complaint history, it is likely that the root cause of the balloon burst is related to those detailed in a technical summary. A detailed root cause analysis for similar returned complaints has been summarized in a technical summary written by edwards lifesciences. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, and it details why balloons are subject to increased risk of burst in a calcified annulus (calcified nodules within the annulus can impinge on the balloon during inflation, thus compromising the balloon wall structure even at a low inflation pressure). The technical summary also outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). Analyses of these types of ruptures indicate that they are typically caused by interaction with calcification in the annulus. The technical summary contains additional details related to root cause analysis on balloon bursts in a calcified annulus. As such, available information suggests that patient factors (calcification) and/or procedural factors (interaction with previously implanted xt valve) may have contributed to the reported event. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  Of note, there were no missing pieces or balloon debris embolization from the balloon burst. Since no manufacturing non-conformances or IFU/training deficiencies were identified, no corrective/preventative actions are required.  Since no product non-conformance was confirmed in the returned complaint sample and the occurrence rate did not exceed the complaint control limits, a product risk assessment (pra) is not required. The complaints for ¿balloon ¿ burst¿ and ¿balloon catheter ¿ kinked/bent¿ were confirmed. A definitive root cause is unable to be determined; however, it is possible that patient factors (calcification) and/or procedural factors (interaction with previously implanted xt valve) may have contributed to the reported event.

Manufacturer narrative:
Supplemental to report this is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2018-04981 and 2015691-2018-04986.

Manufacturer narrative:
(B)(4). This is one of three manufacturer reports being submitted for this case. Per the instructions for use (IFU), balloon rupture is a potential risk of the tavr procedure. Transcatheter delivery balloon burst complaints have been previously investigated by edwards and documented in a technical summary written by edwards lifesciences.  A detailed root cause analysis revealed that it is very unlikely that a product defect contributes to this type of event. There are extensive manufacturing inspections in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing performed to every manufactured lot). The thv delivery system balloons are subject to increased risk of burst due to contact with a highly calcified annulus. Analysis revealed that these types of ruptures are typically caused by puncture from calcium on the native aortic valve when the inflated delivery system balloon comes in contact with the native annular calcification at full inflation/deployment. Balloon valvuloplasty is performed to open up the stenotic valve prior to thv deployment. Regurgitation after bav is not uncommon and may vary in severity. Typically, this is resolved by deployment of the new valve. Patients may require hemodynamic support if they are symptomatic to new regurgitation and significant hypotension may result. Intra-operative hypotension during the thv procedure is treated with standard therapies, including vasoactive drugs. It is not uncommon to initiate brief chest compressions or cardiac massage to facilitate distribution of these vasoactive drugs. In this case, the cause of the bav balloon burst is more likely related to the calcified pre-existing 23mm sapien xt valve.  The cause of the aortic regurgitation and sub sequent hemodynamic support was related to procedural factors (post balloon valvuloplasty) and patient factors not provided.   The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.

Event description:
As reported by our affiliates in (B)(4), 6 years and seven month post implant of a 23mm sapien xt valve, the valve was degenerated (stenotic). Therefore a valve in valve was planned with a 23mm sapien 3 valve. While placing the guidewire, severe difficulties were encountered to cross the stenotic xt valve. Afterwards, during valvuloplasty, the 20mm edwards bav catheter balloon burst due to severe calcification. The catheter was able to be removed through the sheath without issues. However, due to free ai that was caused by the bav, the patients pressure dropped and CPR started. The patient had a severely tortuous aorta and difficulties were encountered during valve alignment. Valve diving was seen and it was not possible to correctly align the valve despite releasing tension several times. At the end, it was managed to get the valve between the markers with a gap of approx. 3mm to the marker. With that it was attempted to deploy the valve. During deployment, the valve initially only opened distally but it was managed to anchor the valve in the annulus and fully deploy it. In control tee a pericardial effusion was then seen. It was assumed that the reanimation and/or the guidewire was the cause for the effusion. Catecholamines were administered and the effusion was punctured. The patient¿s pressure started to increase and after 10min the patient was stable again and transferred to ICU. No CT evaluation was possible prior to valve implantation as the patient had renal failure.